Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 94 mg/dl (meter), 40mg/dl (lab). Tests were done within 10 minutes with a difference of 54mg/dl. Pt did not experience any adverse events. No further info has been reported.